Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10 it was reported that cardiosave intra-aortic baloon pump (iabp) had shutdown - unexpected unspecified. There was patient involved but no adverse event reported. A getinge fse was dispatched to evaluate the unit. To resolve the issue the fse replaced the pcba front end board. Performed full calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit powered down without warning while transporting patient. The transport was reportedly going smoothly up till we getting to the final location. In the patient's room, while settling the patient, they were still on the initial console. Right before switching over, it turned off without any alarms or warnings. When this happened, the patient was quickly switched over to other console. This all happened within 10 seconds. There were no clinical implications or harm to the patient. Once switched over to the other console, the initial console suddenly turned back on with a loud screeching sound. The console was turned off since it was bothering the nurses and providers at the bedside.